Event description:
While performing cholecystectomy while retracting gallbladder going upwards, md could see the clip in the distal duct was slowly retracting and actually finally came off the distal duct. Reclipped the distal duct again with another device. No adverse outcome evident at this point.